Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. As returned the strike plate fractured at the thread and the threaded portion remained in the handle. Visual inspection show damage on the device. Hardness test was performed and was found to be conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a total shoulder arthroplasty, the glenoid base plate insert broke during impact slap plate broke off. Attempts to obtain additional information have been made; however, no more is available.